Event description:
It was reported that the device was short circuiting. No patient injuries were reported.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Control unit failed to power up during functional evaluation. Cause of power up failure is an unplugged power harness from the power supply on the main digital pcb. Product powered up and passed functional testing after the power harness was plugged in. The complaint was not confirmed and the root cause could not be determined since the reported short circuit malfunction could not be duplicated during the product evaluation process. The identified power failure was caused by an unplugged power harness. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.